Event description:
Caller reported receiving alarm 2 followed by alarm 26 due to an occlusion issue, though it is unknown if this caused any adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, including disconnecting tubing, tightening connections, delivering boluses, and checking for visible damage or debris, which did not resolve the alarms. Support assisted the caller in filling and loading a new cartridge and confirmed the need to replace the pump, which was still under warranty. The caller switched to multiple daily injections (mdi) as a backup therapy. A replacement pump, along with a box of cartridges and an infusion set, was sent, and the caller was guided on returning the problematic pump.